Manufacturer narrative:
Within the initial MDR report, the become aware date (date received by the manufacturer) was indicated as 03/21/2017. After review of the submitted MDR record, it was identified that the correct date received by the manufacturer should have been captured as 04/19/2017. (B)(4).

Manufacturer narrative:
The investigation into the issue is currently on-going. A supplemental report will be submitted at the conclusion of the investigation. (B)(4). (B)(6) was truncated due to character limitations. (B)(4).

Event description:
A customer in (B)(6) complained about a barcode issue with the cobas 6800 system. It was reported that the barcode with 12 digits (B)(4) showed only 7 digits ((B)(4)). As the sample is tracked with the incorrect barcode ID in the system software there is a possibility that this can lead to a sample mismatch or the assignment of a result to the wrong patient. The consequence in this case was that the customer had manually to review and to release the result data. No patient was harmed, as the problem was detected.

Manufacturer narrative:
A customer in (B)(6) complained about a barcode issue with the cobas 6800 system. It was reported that the barcode with 12 digits (B)(4) showed only 7 digits (B)(4). The customer detected the truncated barcode on the system's user interface during pre-check of the results prior to releasing to lis. No patient was harmed as the problem was detected. Through the course of the investigation, it was identified that the barcode label in question was not affixed to the sample tube in a perpendicular manner, as described within the user assistance specifications. The placement of the barcode label on the tubes at the site contributed to the truncated barcode reading issue alleged in this case. Additionally, CAPA has been initiated and corrective and preventive actions will be implemented as appropriate. A health hazard evaluation was performed and it was determined that the situation is not likely to cause serious adverse health consequences based the very low occurrence rate for a barcode truncation event and the probability of a sample mismatch event. (B)(4).